Event description:
It was reported that the patient presented to the emergency room with near syncope. Interrogation of the device revealed oversensing and a lead integrity alert triggered. Pacing was inhibited and a lead fracture was reported. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.